Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated a firmware error message/code. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset parameters were present. There was an illegal opcode error por and an illegal opcode por on (B)(6) 2013.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset (por) parameters were present. Illegal opcode error por occurred on (B)(6) 2013 was noted.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock due to atrial fibrillation (af) (with fast ventricular response). During interrogation of device, it was noted there was a power on reset (por). The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.